Event description:
In an article titled "surgical treatment for delayed pyogenic spondylitis after percutaneous vertebroplasty and kyphoplasty", the following event was reported: two months post kyphoplasty procedure at level l2, a patient presented with low back pain and severe radiating pain in both extremities accompanied by motor weakness. An MRI revealed a heterogeneously enhanced vertebral body and a paravertebral abscess compressing dura mater. An unsuccessful IV antibiotherapy was subsequently followed by a combined surgery including posterior instrumental fusion, and anterior l2 corpectomy and anterior reconstruction with aibg. At 2 weeks, MRI indicated inadequate decompression, with clinical recovery from paraparesis. At 1 year follow up, the patient reported improvement in back pain allowing performance of normal daily activities. No additional information was reported.

Manufacturer narrative:
Report source: article titled: "surgical treatment for delayed pyogenic spondylitis after percutaneous vertebroplasty and kyphoplasty" by jae-hyuk shin, kee-yong ha, ki-won kim, jun-seok lee, and min-wook joo. Method, device not returned, internal review of literature, follow-up with author.